Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. The manufacturing records for top assembly batch 9129458 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.

Event description:
It was reported that during a pci procedure, a stent dislodgment occurred. The 90% stenosed lesion was located in a calcified and non-tortuous left main (lm) trunk. The guide catheter was advanced without resistance. The liberte' monorail stent delivery system was advanced for direct stenting to the left anterior descending (lad) coronary artery and pulled back into the lm. It was then noted that the stent was missing from the delivery device. The stent was located in the proximal lad. The 16mm x 4.00mm liberte' stent was then deployed in the proximal lad. A maverick2 monorail and a quantum maverick monorail were used to post dilate the dislodged stent. The procedure was successfully completed by implanting a 20mm x 4.0mm liberte' stent at the target lesion. No patient injuries or complications were reported. Patient status is reported "good".